Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had green and purple noises appeared across the entire image. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; d9; e1; g2; g3; h2; h3; h6 and h11. Corrected field: e4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: malfunction of the internal part txrx module (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a malfunction of the internal part txrx module. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.